Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had air bubbles and leak. The customer was assisted with troubleshooting for air bubbles. The customer¿s blood glucose was unknown at the time of the incident. The customer was advised to disconnect from the infusion set at the quick release. The customer stated that there was one large air bubble and it was located in the bottom of the reservoir. The customer stated that there was leak at the connection between infusion set tubing and reservoir when it was flicked. The customer was advised to gather small air bubbles to one large one and slowly push with a plunger, but the customer was unable to remove the air bubbles. Reservoir leak troubleshooting was performed. The customer stated that the leak was coming from the septum of the reservoir. The customer declined to troubleshoot for pain at the site. The customer was advised to returned infusion set and reservoir. The products will be returned for analysis.